Event description:
During an investigation into a subsequent event, a previously unreported event was discovered. Per the info provided to co by the physician's office, the device was removed due to "erosion of the resipump". As reported to co, the resipump of this mentor 2-place inflatable penile prosthesis only was removed; leaving the cylinder inplace. 9/4/96 - upon receipt of operative notes from the physician/surgeon, he stated...3/25/94 "erosion of penile implant scrotal reservoir. No components removed. Repositioned, wound closed." 4/13/94 - "exposure of reservoir at site of scrotal incision. No components removed. Repositioned, wound closed." 9/1/94 - perforation of the reservoir from the penile prosthesis. No components removed. Repositioned, wound closed. 9/23/94 - "erosion of resipump of penile implant.removed resipump, applied connectors to the cylinders and left them in place."